Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure? Unk. Date and name of index surgical procedure? Unk. The diagnosis and indication for the index surgical procedure? Unk. What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Unk. What was the tissue condition (normal, thin, calcified, fragile, diseased)? Unk. Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Unk. Were two reverse stitches performed across the incision prior to closure? Unk. Please describe any medical/surgical intervention required for this suture event including dates and results. Removal the suture. Did the patient have a hematoma that compressed the nerves? Surgeon think so. When did the hematoma develop? Unk. How was hematoma discovered? Unk. How was the hematoma treated? Removal the suture. What was the source and triggering event of bleeding? Unk. What was the volume of the hematoma? Unk. What is meant by ¿the water-tight of the product¿? Doctors refer to the property of closely fitting the wound. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? No. Other relevant patient history/concomitant medications? Unk. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Cervical spine surgery carries the risk of paralysis due to nerve compression caused by postoperative hematoma. Doctors believe that the delicate stitching of this product may have increased the risk even further. What is the patient's current status? The symptom relieved. Lot number? Unk corrected information: g1.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and a barbed suture was used on fascia and subcutaneous. Two hours after the surgery, the patient developed general paralysis. The symptoms recovered when the product was immediately removed. The surgeon commented as the following. "Cervical spine surgery carries a risk of developing paralysis due to nerve compression from a postoperative hematoma. It was opined that the water-tight of the product may have further increased the risk.¿ additional information was requested.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Was the fixation tab seated against the tissue at the initiation of suture use during the index procedure? Were two reverse stitches performed across the incision prior to closure? Please describe any medical/surgical intervention required for this suture event including dates and results. Did the patient have a hematoma that compressed the nerves? When did the hematoma develop? How was hematoma discovered? How was the hematoma treated? What was the source and triggering event of bleeding? What was the volume of the hematoma? What is meant by ¿the water-tight of the product¿? Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number?